Event description:
It was reported that cartridge alarm 20 occurred on pump, and alarm recurred even after attempt to load new cartridge using proper technique. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to resume insulin therapy with pump, planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode, reconnect continuous glucose monitor and reprogram pump settings with replacement pump, and was advised to return problematic pump using prepaid label while pump replacement under warranty was arranged.